Event description:
On (B)(6) 2008, the pt was treated for an abdominal aortic aneurysm with a gore tag thoracic endoprosthesis. The pt expired on (B)(6) 2008, due to a rupture below the aneurysm repair. After multiple requests, no further info was provided by the physician's office.